Event description:
Reporter indicated that when the pt's generator was interrogated, the generator was incorrectly programmed off. The MFR is awaiting the arrival of the handheld computer and flash card to analyze both the programming history and the actual device.